Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("painful intercourse") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of essure). Essure was removed in (B)(6) 2014. The reporter considered dyspareunia to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('painful intercourse') in a 35-year-old female patient who had essure (batch no. 919041) inserted for female sterilisation. The patient's medical history included uterine prolapse, rectocele, paratubal cyst, pelvic prolapse, cystocele and hemostasis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be related to essure. The reporter commented: discrepancy note as insertion date : (B)(6) 2012. Post procedure trailing coils: left: 2 right: 2. Discrepancy note as removal date: (B)(6) 2014. Lot number: 919041, manufacturing date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('painful intercourse') in a 35-year-old female patient who had essure (batch no. 919041) inserted for female sterilisation. The patient's medical history included uterine prolapse, rectocele, paratubal cyst, pelvic prolapse, cystocele and hemostasis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be related to essure. The reporter commented: discripancy note as insertion date : (B)(6) 2012. Post procedure trailing coils: left: 2 right: 2. Discripancy note as removal date: (B)(6) 2014 to (B)(6) 2014 . Lot number: 919041. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: reporter and product information, medical history, lot number, and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.